Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/28/2019. Signs of clinical use and no evidence of blood was observed on the aortic cutter. The needle on the aortic cutter was observed to not be deployed, remaining in its sheath. The tip of the needle was observed to be slightly bent. No other visual defects were observed. Based on the returned condition of the device, the reported failure ¿material twisted/bent¿ was confirmed. . The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) needle was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) needle was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.